Event description:
It was reported that the patient presented to the clinic after a coronary artery bypass graft (CABG) procedure. Upon interrogation post CABG, the right atrial lead exhibited high capture threshold. The lead was explanted and replaced to resolve the issue. The patient was in stable condition throughout the procedure.

Event description:
New information received notes that the right atrial lead exhibited intermittent capture at max output.

Manufacturer narrative:
The reported event of intermittent capture was not confirmed. Final analysis found the complete lead with stylet inserted was returned in one piece. Visual inspection found damages consistent with procedural damage. The lead was otherwise normal. No anomalies were found.